Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when making a sleeve stomach during a laparoscopic sleeve gastrectomy, both first and second reloads fired but the second reload had a poor staple formation and an incomplete staple line on the distal. It was also stated that the jaws of the device locked on tissue and was removed by pressing back the black rest button. It was confirmed that two reloads had malfunctioned during the same event. The staple line was fixed with sutures and complete the case.